Event description:
Boston scientific received information that the patient with this implantable lead needed to undergo an magnetic resonance imaging (MRI). The patient reported that they had a heart transplant in 2009. Everything was removed, but a small section of the lead. The portion of the lead remains in the patient's left shoulder/neck area. The local health care provider confirmed that during the explant procedure, the physician had difficulties pulling the lead out. The lead began to unravel and the decision was made to leave the portion of the lead in the patient. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete at this time. Should additional information become available, this report will be updated